Event description:
The reported incident concerns three device, a crani-a, a short attachment, and an emax motor. The emax motor was reported as having operated properly and was not a subject of the complaint, nor was it returned for service. After a procedure, a clinical nurse observed material suspected to be bearings from the crani-a on a table. There was no problem with the procedure. Upon close inspection of the crani-a. Fragments of what appeared to be bearings were found inside the attachment. The pt was subsequently x-rayed as a precaution and no material was discovered. No exterior evidence of damage to the device was observed. The short attachment appeared to be damaged, and the short attachment was used in the procedure described here (on 3/10/05). It was also reported that the short attachment was nevertheless subsequently used again (on 3/23/05) when the attachment was perceived to be "unsteady".